Event description:
It was reported that following a vaginal repair, the pt came back complaining of a discharge. The doctor believed the pt may have passed a piece of the graft but upon examination, the graft was found in-tact. The pt was placed on antibiotics and sent home. No further complications were reported.